Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR # 1627487-2018-09874. It was reported that the patient was experiencing ineffective therapy. After meeting with the physician, it was discovered that the patient's leads migrated. In turn, surgical intervention may be planned to address the issue.

Event description:
Further follow-up indicates the patient had surgical intervention on (B)(6) 2019, during which the leads was explanted and replaced. Issue was resolved and therapy has been restored.

Event description:
Related manufacturer reference # 1627487-2018-09874.